Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
A consumer reported that they had poor coupling and recharging of the implantable neurostimulator (ins) was taking too long. The patient had the ins revised on (B)(6) 2016 and the ins was placed deeper in the pocket. At the time of the report, the patient was not getting any coupling boxes filled in. Repositioning the recharger antenna did not resolve the issue. The antenna locate feature was used and the patient got a range of 52-56, but there was still no coupling. No symptoms were reported and the patient planned to follow up with their health care provider (hcp). Two weeks later, the patient reported they had a revision of the ins on (B)(6) 2016 to move the ins closer to the skin. The patient's hcp wanted the recharger to be replaced besides having the revision. The damaged recharger antenna was going to be replaced. The patient's indication for use is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.